Event description:
Customer had imported images/studysets/plan into focal from philips acqsim using dicom, switched the machine in focal from iec to a regular machine, and sent this to xio for dose calculation. The beam coming over to xio had port normalization set to open rather than blocked. This meant that the compensator doses were displayed in open normalization mode, and the mu was calculated in blocked resulting in the real, delivered dose being higher than displayed. The displayed dose is approximately the delivered dose times the compensating filter factor. Two pts had started therapy before the problem was identified. Treatment is ongoing for both and clinicians are adjusting their remaining therapy to compensate.

Manufacturer narrative:
In absolute dose mode a beam with a port may be calculated with open normalization, with the result that the displayed dose reflects open normalization while the monitor units and qa plan reflect blocked normalization. This is particularly important when these beam also include compensating filters. The compensator doses will be displayed in open normalization mode, and the mu calculated in blocked, so the real, delivered dose is higher than displayed. The displayed dose is approximately the delivered dose times the compensating filter factor. An assessment can be done by looking at the weight of the beam in source index or weight page, as compared to the displayed dose for that beam at the weight point. Dose differences can be of the order of the compensating filter factor. The problem is detectable by looking at the delivered dose to the weight point in the pt as compared to the source index or weight page dose. A customer advisory is being sent to each user that may see this issue. The problem will be resolved in an upcoming software release ans our final report will include an timeline for that release.